Event description:
It was reported that the shocks for ventricular tachycardia/fibrillation (vt/vf) were unsuccessful. 9 shocks were delivered and 8 failed. The rhythm broke spontaneously 3.5 minutes after the last shock. Follow-up information received reported the event was not device related, but the patient had a vt storm. Device function was normal, and the patient terminated after each vt storm for a couple of beats, and then returned to normal. The patient is being treated medically, and the system remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.